Event description:
Add philips everflo oxygen concentrator to the recall. My mother became violently ill after using this machine ( which has the abatement foam as well) once. One time. She had to have a life saving biopsy by a pulmonary surgeon to remove the large amount of toxic mucus from her lungs he said it looked like glue. She would have died. FDA safety report ID # (B)(4).